Event description:
While investigating a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The white pulse wire had an open connection inside the distribution node.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the white pulse wires had an open connection inside the distribution node. The cause for the open white pulse wire was an intermittent solder joint could not be positively identified but was a mfg error. After reflowing the pulse wire, the electrode belt was fully functional. No adverse event resulted from the open pulse wire. The pt rec'd a replacement electrode belt.